Event description:
It was reported that the lead exhibited oversensing. At explant, lead damage was noted.

Manufacturer narrative:
No medwatch form was received final analysis found that the proximal insulation was abraded at 12.4 cm from the connector pin as a result of friction to the implantable cardioverter defibrillator can. The sensing coil was exposed at the same area. Noise could occur if the exposed metal of the sensing coil comes in contact with the can.